Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to what appears to be muscle noise. A change in morphology was identified. It was noted that noise could be recreated in clinic but was marked as noise appropriately. It was noted that signal looked better in the primary sensing vector, therefore, the device was reprogrammed to primary. The clinic will continue to monitor after the vector change. This s-ICD system remains in service. No additional adverse patient effects were reported.